Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a pocket infection. It was also reported that the right atrial (ra) lead exhibited oversensing. The patient noted that the lead was reprogrammed. The ipg system was subsequently explanted to enable the patient to receive a magnetic resonance imaging (MRI) scan. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.